Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device was unable to auto-identify an implantable heart device however it was noted that the device failed its uplink amplitude tests on the vxi tester and therefore its cable was replaced. It was also noted that the rubber portion of its label had started to peel away and its label was replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head would not auto-identify an implanted heart device, that the user could get no green lights on the programmer head. The head was returned for service. No patient complications have been reported as a result of this event.